Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "upstream occlusion sensor failed" was not reproduced. Upstream occlusion was tested in different rates (25, 50, 100, 250, 500 & 1000 ml/min) and it occluded as expected. A review of the event history log revealed "uso sensor failure!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. However, preventive maintenance testing will be performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had upstream occlusion sensor failure during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.